Manufacturer narrative:
(B)(4). Method: the complaint iw934 baby control cosycot infant warmer was returned to our service center in irvine, california, where it was inspected by a trained service engineer. The faulty heating element and upper harness connector were then returned to fisher & paykel healthcare in (B)(4) for further investigation. All received parts were visually inspected for damage. The resistance of the heating element was measured using a digital multimeter. Results: visual inspection revealed that the housing connector of the upper head harness was slightly discoloured. Resistance testing revealed that the heating element reading was infinite (open circuit). Conclusion: degradation of the heater element leading to open circuit is usually the result of normal aging failure. We note that the subject infant warmer is over 10 years old. The upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. The discoloured housing connector is most likely due to arcing occurring between two electrical contacts, resulting in contact failure. The arcing is most likely due to a poor connection all components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. The infant warmer was repaired at our us facility and was returned to the customer after passing the required electrical safety and performance tests.

Event description:
A hospital in (B)(6) reported that an iw934 baby control cosycot infant warmer displayed an e17 error code and requested service. Upon servicing the infant warmer at the fisher & paykel healthcare (fph) service center in (B)(4), the reported fault was confirmed and the upper harness connector was found to be discoloured. This was discovered before patient use.